Manufacturer narrative:
Insulet patient safety reviewed this case that was reported by the customer. According to the report the device was charging for approximately one hour and the customer stated he could smell burning. He confirmed the smell was due the charging cable, and charging port of the controller melting together. The customer reported using the charging cable he purchased from walmart. Lot release records were reviewed and the product lot met all acceptance criteria. According to the op5 user guide: page 11: caution: only use the omnipod 5 system with authorized devices (omnipod 5 app, controller and pod and dexcom g6 cgm). Do not attempt to use the omnipod 5 system with unauthorized devices. Attempting to use the omnipod 5 system with unauthorized devices could interrupt your insulin delivery and put your health and safety at risk. There are no images of the thermal damage, and the product will not be returned. The customer received a replacement device and did not require medical intervention.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable and the cable port on the controller were melted. The patient also stated that they could smell the burning. No harm came to the patient as a result of this event.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.